Manufacturer narrative:
It was reported, that the venous probe does not read values. The cardiohelp was exchanged during treatment. No harm to any person has been reported.as the cardiohelp was exchanged during treatment, which is a potential risk for the patient, a report is needed.a getinge field service technician (fst) was sent for investigation. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the fst its possible, that the user swapped the venous probe between different cardiohelps.but, no exact root cause could be determined. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: - (partly) sensor failure - wrong measurement values caused by sediments in the disposable - light influences - blood light spectrum differences - response time is too longthe venous probe does not influence the blood flow of the device. The venous probe is for monitoring the blood gas values (hemoglobin (hb), hematocrit (hct), oxygen saturation (svo2) and venous temperature). In the instructions for use (IFU), chapter "monitoring and sensors" of the cardiohelp system it is stated that these values must be regularly checked by the user via a blood gas analysis by a laboratory. Furthermore, in the IFU is stated that prior to a therapeutic measure based on the parameters displayed, a laboratory blood gas analysis must be checked. The cardiohelp generates an acoustic and visible alarm in case of a failure of the venous probe. Additionally in the IFU, chapter "application overview for disposables", is stated that if the disposable was changed during operation the venous probe could be re-initialized again. In addition in the IFU chapter "connection the sensors" is stated to ensure that the connected sensors are not defective and to not use, if there is a visible damage. The venous probe is operated with a supply voltage of 9v. Voltages below 10 v can be perceived under certain conditions (e. G. Wet skin), but there is no risk for harm due to an electrical shock. To monitor the patient temperature the venous temperature is measured by the venous probe. Further in case of a failing arterial/venous temperature sensor an external sensor can be connected ( refer to IFU , chapter "connecting external temperature sensors"). According to the IFU of the cardiohelp chapter "messages", if the measured values are above high limit or below low limit of the set limits and if the sensor is defective the system generates a visual and acoustical alarm. According to the IFU of the cardiohelp, chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residualblood. Furthermore in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on 2020-07-21.the review of the non-conformities has been performed on 2024-11-15 for the period of 2020-07-21 to 2024-10-08. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely.based on the results the reported failure "venous probe does not read values" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit.the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID:(B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available. Note: this event occurred on the portuguese market on a significantly similar device to base unit cardiohelp, which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, cardiohelp with catalog number: 70104.8012, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
It was reported that the venous probe does not read values. The cardiohelp was exchanged during treatment. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, which is a potential risk for the patient, a report is needed. Complaint ID: (B)(4).